Manufacturer narrative:
(B)(4). Section d4: serial number intentionally left blank as the information is not applicable. Section d4: batch#, UDI left blank as the information was not provided by the healthcare facility. Section g4: the 950a81 adult ventilator dual heated circuit kit (with filter) is not sold in the united states of america (USA) but instead a similar product, 950a81j adult ventilator dual heated circuit kit (with filter) is sold in the USA. Therefore, the 510(k) number for the 950a81j adult ventilator dual heated circuit kit (with filter) has been used. Method: the subject 950a81 adult ventilator dual heated circuit kit (with filter) was not returned to fisher & paykel healthcare (f&p) for evaluation. F&p requested for further information from the healthcare facility, including the sequence of events, photographs, and device details. However, no photographs and limited information was provided. Our investigation is based on the information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: the healthcare facility reported that the 950a81 adult ventilator dual heated circuit kit (with filter) generated leak alarms on a third party ventilator due to leakage levels detected. No further information was provided. Conclusion: we are unable to determine the cause of the reported event. The user instructions that accompanies the 950a81 adult ventilator dual heated circuit kit (with filter) cautions the user: check all connections are tight before use. Perform a pressure and leak test on the breathing system before connecting to a patient.

Event description:
A healthcare facility in the united kingdom reported via a fisher & paykel healthcare (f&p) field representative that the 950a81 adult ventilator dual heated circuit kit (with filter) would generate alarms on the third party ventilator due to leakage levels detected. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in the united kingdom reported via a fisher & paykel healthcare (f&p) field representative that the 950a81 adult ventilator dual heated circuit kit (with filter) would generate alarms on the third party ventilator due to leakage levels detected. There was no reported patient involvement.